Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced mesh erosion, vaginal pain, worsened incontinence and dyspareunia. She also had to undergo additional surgeries. All other information, including the patient's current condition, is unknown and reportedly unavailable.